Event description:
A customer reported getting a glucose reading of 210 mg/dl at 12:00 pm that was higher than he felt and self-medicating with 8 units of humalog. He reportedly lost consciousness and could not be roused from a nap at 3:00 pm. However, he further reported getting a reading of 86 mg/dl at 3:00 pm prior to calling ems. The paramedics reportedly treated customer with glucagon. The customer was not transported to a local health care facility and reportedly self-treated with orange juice. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The meter has been returned and investigated. The complaint was not confirmed and no new issues were observed.